Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary: as there was no reported failure, no confirmation of failure could occur but upon physical review of the instrument a stripped condition was identified. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Examination of the returned instrument found the hex tip is stripped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following device was received as blind unit. Product code: (B)(4); lot# s02042366 / ag0185111. It couldn¿t be associated with a complaint or any other existing record. The product has been investigated.